Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. A relative of the patient stated the patient was deceased. The reporter stated the patient passes away a few years ago (date not specified). The reason for the patient's expiration was not provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.